Event description:
Reporter indicated the patient presented with high lead impedance on a system diagnostics test, indicating a possible lead malfunction. The patient senses stimulation and is having no adverse effects. The patient also denies trauma. Good faith attempts are being made to obtain additional information.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.